Manufacturer narrative:
The product was not returned for evaluation. However, radiographic images were provided. Review of the images indicates the devices in-situ. Based on the images provided, the reason for revision cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient is having continued pain after 18 months with increase t2 uptake on CT. Surgeon feels the implant may be loose. Not exactly sure about what components he will revise at this point or if he's going to just debride the gutters.